Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump was giving no delivery and motor error alarms. It was also reported that the customer was taken to the emergency room today due to blood glucose levels over 600 mg/dl. Troubleshooting was performed. The insulin pump passed the prime and displacement tests, but the mother noticed that the motor appeared to be wobbling during the rewind and prime. The insulin pump was not exposed to high magnetic field. Advised the caller that the insulin pump would be replaced. Nothing further was reported.